Event description:
It was reported that pump insulin gauge repeatedly displayed fill amount of 0 units on previous days, even though caller expected between 150 and 200 units, with differences greater than 30 units in multiple events over the past month. There was no reported impact to the customer¿s blood glucose level. Customer resolved each event by loading new cartridge and declined email resources, and technical support provided off-label insulin use messaging and instructed caller to contact support again for troubleshooting if issue occurred while pump was actively displaying incorrect fill estimate.